Event description:
A malfunction was reported, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.